Event description:
Report received of an adverse event while the device was in clinical use. In 2003 at 1345, the pump was programmed in the pca only mode to deliver morphine 1mg/ml, with a 5mg loading dose, a 2mg pca dose, a 5 minute patient lockout, and a 30mg 4-hour limit. At 1600, a new 30ml vial was placed in the pump. The customer reported between 1600 and 2000, the patient had received 9mg from the new syringe. At 2000, the patient was "found unresponsive." The patient was a diabetic, and a blood sugar was immediately checked and was "fine." The patient was treated with 2mg of narcan, and "immediately roused," but was placed on oxygen and transferred to the ICU. The customer reported that the patient's "airway was never compromised." In addition to the morphine, the patient had received an unspecified dose of phenergan at an unspecified time. It was reported by the customer that the "pump was programmed correctly" and the patient "didn't get more morphine than they should have. "Morphine pca therapy was "held for a couple of hours." And then resumed using a replacement pump. The patient reportedly recovered and was transferred out of the ICU 4 days later. There were no reported adverse patient sequelae. Though requested, no additional information was provided.